Event description:
Reporter alleged, the compact plus blood glucose monitoring system generated a result prior to the test strip being dosed with blood or control solution. Customer stated, the meter system generated a result of 90 mg/dl when the test strip was not dosed, however, did not indicate the location of the alleged incident. As a result, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Compact plus system: meter and compact test strip lot number and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact plus system meter.